Event description:
It was reported that the iab was inserted in the pt's femoral artery. After insertion, the pump experienced purge failure alarms. Due to this, the iab was removed. There were no associated pt complications.